Manufacturer narrative:
The reported complaint could not be confirmed. Per the manufacturer's subsidiary, the pump has since been used in the sucker or cardioplegia (cpg) position and there has been no issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The manufacturer's subsidiary went to the facility and was not able to verify the issue yet. As a precaution they replaced the roller pump.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the pump stopped automatically and had to be restarted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.